Event description:
Customer reported an issue with their precision xtra blood glucose meter and a replacement meter was ordered by adc customer service. While waiting for replacement product, the customer reported feeling light headed dizzy, and tired. Customer went to a local hospital where they were diagnosed with diabetic ketoacidosis. Customer's doctor prescribed insulin and an oral diabetic medication. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.